Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year old female patient who had essure (batch no. 654b32-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hermachoice endometrial ablation (B)(6) 2009". The patient's medical history included vaginal haemorrhage, urinary urgency and diverticulitis. Previously administered products included for an unreported indication: botox injection. Concurrent conditions included gerd, irritable bowel syndrome, insomnia, stress urinary incontinence, cystourethroscopy, diabetes, constipation, post-traumatic stress disorder, fibromyalgia, urge incontinence, dysuria, hematuria, morbid obesity and urinary retention. Concomitant products included alprazolam from (B)(6) 2014 to (B)(6) 2015, cefalexin (cephalexin amel) from (B)(6) 2014 to (B)(6) 2015, clindamycin from (B)(6) 2014 to (B)(6) 2015, clobetasol from (B)(6) 2014 to (B)(6) 2015, dexlansoprazole (dexilant) from (B)(6) 2014 to (B)(6) 2015, diclofenac from (B)(6) 2014 to (B)(6) 2015, docusate sodium from (B)(6) 2014 to (B)(6) 2014, eszopiclone (lunesta) from (B)(6) 2014 to (B)(6) 2015, fexofenadine from (B)(6) 2014 to (B)(6) 2014, fish oil from (B)(6) 2014 to (B)(6) 2014, fluticasone from (B)(6) 2014 to (B)(6) 2014, furosemide from (B)(6) 2014 to (B)(6) 2014, gabapentin from (B)(6) 2014 to (B)(6) 2015, hydrocortisone from (B)(6) 2014 to (B)(6) 2015, nitrofurantoin from (B)(6) 2014 to (B)(6) 2014, nsaids since (B)(6) 2009, nystatin from (B)(6) 2014 to (B)(6) 2015, ondansetron from (B)(6) 2014 to (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2009, pravastatin from (B)(6) 2014 to (B)(6) 2015, pregabalin (lyrica), topiramate from (B)(6) 2014 to (B)(6) 2014, tramadol from (B)(6) 2014 to (B)(6) 2015 and vitamins nos (multivitamin) from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 month after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pelvic pain"), depression ("psych injury/psychological or psychiatric problems: depression"), urinary tract infection ("bladder/urinary problems: uti/infection (bladder/urinary tract/vaginal): urinary tract"), fatigue ("fatigue"), migraine ("migraines /headaches") and anxiety ("psychological or psychiatric problems: anxiety, mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, depression, urinary tract infection, vaginal haemorrhage, fatigue, migraine and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for uti. Unable to afford surgery for essure removal. Essure device bilaterally to cannulate the tubal ostia on the right (as written), there was 1 coil apparent on the left. This did deploy, but it was difficult to see the coils, they were just inside the ostia, but none were extruding. Discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, fatigue, lot number reported 654b32 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: pfs received surgery information ablation was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.